Event description:
My husband takes warfarin and has a bard simon nitinol ivc filter in him due to pulmonary embolism and dvt. He went to a vascular dr, because he was having pain where his ivc filter is, and we found that the ivc filter had moved in was embedded into his vein and had migrated in to his superior vena cava after being put in 2005. One of the struts had also broke off. He is very afraid and so am I that the other parts of the filter will break off and go to his heart or perforations might occur. He wanted it taken out, but the procedure will be too high risk.